Event description:
The surgeon was using the mbt revision broach with a 115x12mm trial stem. When he removed the broach, the stem trial disengaged from the broach. It was retrieved from the tibia, but the distal tip remained in the tibia, and he was unable to retrieve it. This caused a 40-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted rod trial confirmed the tip has become disassembled from the rod trial body. Depuy warsaw product development engineering has reported further investigation will be required to identify root cause and corrective actions. (B)(4) was initiated to identify root cause and corrective actions. A preliminary risk assessment was conducted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.